Event description:
Clinical study. Same case as MFR # 6000093-2004-00707. Two months after a drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending and left circumflex arteries.

Event description:
It was further reported that the pt was enrolled in the arrive program in 2004. Target lesion 1 (16mm long) was identified in the proximal lad with 90% stenosis and a 3.5mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.5 x 20 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal circumflex with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 12 mm taxus stent. The stent was fully expanded, however, there was difficulty encountered trying to remove the balloon from the stent. Eventually the balloon was removed but during the process the guide wire was dislodged into the proximal circumflex. Following injection a dissection was noted resulting in timi-I antegrade flow. Several attempts to negotiate the distal lumen were unsuccessful. The pt complained of chest pain. An antra-aortic balloon pump was placed and cardio-thoracic surgery opinion was the risk-benefit ratio made the pt a poor surgical candidate. Therefore, with the pt pain-free and hemodynamilly stable and with no acute EKG changes, the pt was transferred to the ccu to 'ride out' the dissection with occlusion of the distal circumflex. The pt was admitted with unstable angina two months later. Cardiac catherization revealed: lmca - widely patent, lad - widely patent proximal stent, mild to moderate diffuse irregularities in the distal segment, 60-70% stenosis of the 1st diag, lcx - subtotally stenosed proximally, ramus - 60-70% ostial and proximal stenosis. A 3.0 x 18 mm cypher stent was deployed in the prox lcx. Residual stenosis was 0%. There were no reported complications and the pt was discharged the next day. In the opinion of the physician the relationship of the event to the taxus stent is "probable."